Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) displayed user advisory "(ua) 12" (lifeband not present). The crew were unable to clear the error message. No patient involvement.